Manufacturer narrative:
(B)(4). Date sent: 4/1/2022. D4: batch #u5f129. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received with the one-piece sled detached and unfired making it nonfunctional. No functional test was performed due the condition of the reload. Although no conclusion could be reached on why the one-piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? Unknown. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Unknown.

Event description:
It was reported that the cartridge was fired on the antrum of stomach and it did not fire staple pins and the blade completed its firing motion .the tissue was compromised and surgeon had to manage using other methods. Surgery delayed 35 minutes with successful completion. No patient consequences reported. No further information is available.